Manufacturer narrative:
This device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified stent struts had been lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. An undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11dec2019. It was reported that crossing difficulties were encountered. A percutaneous intervention procedure was being performed. The 95% stenosed target lesion was located in a severely tortuous and severely calcified lesion in the left anterior descending artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced for treatment but could not pass through the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.